Event description:
It was reported that the burr got stuck in the lesion. The moderately tortuous and severely calcified, diffused target lesion was located in the left anterior descending (lad) artery. During the procedure, the target lesion was dilated using a 1.5mm flextome¿ balloon catheter. Following dilatation, an unspecified intravenous ultrasound (ivus) catheter was delivered; however, it was unable to cross the lesion. Subsequently, a 1.75 mm rotalink¿ plus was selected for treatment. However, when the physician delivered the device, the burr got stuck near the left main trunk (lmt) and was unable to move. The guide catheter was then advanced and the whole system was removed as a single unit from the patient¿s body. The procedure was completed with a 1.25mm and a 1.5mm rotalink burr. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the complaint unit was returned connected to the catheter. A visual examination of the complaint unit was carried out and noted of a blood in the sheath. The test guidewire could not be loaded on the guidewire due to the blood in the catheter sheath. The catheter sheath was soaked in warm water and a guidewire was then loaded onto the device without any further issue. The handshake connection was inspected and no damage was noted. Furthermore, a handshake connection test was attempted to examine the integrity of the connection and no issues were noted. Microscopic examination of the burr observed that the annulus of the burr was within specification and no issues were noted with the exposed brass on the plated back half of the burr. An attempt was made to wet test the rotablator plus unit and no speed was achieved and the turbine was seized. The advancer unit was dismantled to examine the turbine. A melted ultem was evident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer." (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06284. It was further reported that the rotawire was kinked.